Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen fully off, showing full blank, and camera not working (blackout on monitor screen), during inspection for use involving an olympus video system center. The onsite inspection found a scope communication error e226 and flickering and blackout on monitor screen. There was no patient injury reported.